Event description:
Reportedly, the balloon deflated at some point during the procedure. As the balloon deflated, the silicone covering delaminated with pieces falling into the patient's cavity. All pieces were retrieved. No patient injury reported.